Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in the main enhanced cubie drawer 4.2 were not detected on the bus. A field service engineer replaced the drawer controller board to resolve the issue. The customer was able to recover and access the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure and the application was not auto-launching. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.